Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device remains implanted.

Event description:
Patient has been indicated for right knee revision approximately 12 years post-implantation due to instability. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: femur - catalogue: 140011, lot 075760. Tibial tray - catalogue: 141232, lot 011000.

Event description:
Patient underwent a right knee revision approximately 12 years post-implantation due to instability. During the procedure the bearing was removed and replaced.